Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the wire shaft separated. A dissection was reported. The patient status is listed as "unstable".